Manufacturer narrative:
The patient side manipulator (psm) was returned and evaluated. Failure analysis investigation found the psm arm failed the weighted brake drop test. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis investigation. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
This complaint was initially reported to intuitive surgical, inc. (Isi) due to one of the patient side manipulator (psm) arms having a high friction test reading during preventative maintenance of a da vinci si surgical system. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced. There was no report of patient involvement or adverse outcomes.